Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken pin was found inside the pin collet. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
This supplemental report is being filed to correct field g6 "follow up report #". The previous report identified that it was the second follow up, when it should have been the first. There are now a total of 2 supplemental records for this report and it is considered complete.

Event description:
It was reported that during service conducted at the manufacturer a broken pin was found inside the pin collet. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported that during service conducted at the manufacturer a broken pin was found inside the pin collet. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.